Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported the patient was experiencing ¿uncontrollable¿ shocks at the implantable neurostimulator (ins) site and the site was uncomfortable because of weight that the patient had lost. In addition, a ¿constant¿ power on reset was seen on the patient programmer. It was stated the patient had an appointment in (B)(6) to have the ins changed out. The patient was indicated for urinary dysfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as doctor was not present at the time of dy stimulator. No new information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.